Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the atrial appendage resection (heart-ear), stapling was fine, however the surgeon noted that there was a tissue leak in the middle of the staple line. The patient was attached to cardiac and respiratory machine as part of the procedure. Additionally, the surgeon had to re-sect the heart-ear to reduce atrial fibrillation. Also, the surgeon had to over sewed the staple line to complete the case. This resulted in extended surgical time approximately 1 hour.